Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The stm was able to power the unit on with no power up error codes. The stm review the error logs and found te111 and 112 logged at the time of the event. The compressor output failed the test. A new executive processing board and coiled cord were installed. A new compressor was installed. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit powered down. When they tried to power back on the unit would not move past the boot up. It is unknown if there was any patient harm/injury; however there was no adverse event reported.